Event description:
Malpositioning led to loosening of glenoid and humeral head.

Manufacturer narrative:
Examination was not possible, as the products remain implanted. The investigation was limited to the info provided, as the lot numbers required to review the device history records were not provided. Based on the investigation , the need for corrective action is not indicated. Should add'l info be received, the investigation will be reopened. Depuy considers the investigation closed.